Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "suspected device rupture", "breast cancer scare by finding a lump in the breast." Additionally, patient reported "benign cystic appearing change", "swelling", and "increase in size when compared to contralateral side." Device remains implanted.